Event description:
It was reported that pump malfunction occurred after pump was left charging overnight, displaying malfunction alarm that could be reset. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction returned, which customer acknowledged and understood.